Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus medical systems india private limited for evaluation. The evaluation of the device by confirmed the followings; the reported event was reproduced. Defect of the converter unit was noted. This defect caused the spare lamp error and power failure. No burn marks on the converter unit was noted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the converter unit due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, clv lamp error (e103) occurred. Then, the xenon lamp did not ignite and spare lamp indicator worked. There was no report of patient injury associated with this event.